Event description:
A piece of the saw blade broke in the surgical field during a revision of a tkr. An x-ray obtained confirmed no foreign body was present. Later the trial insert was noted as broken, as a small piece of blue plastic was noted on the surgical field, another x-ray was obtained, no foreign body visualized.